Manufacturer narrative:
H4: the exact manufacturing date is unknown. The device was inspected and foreign material was observed in the nozzle of the device. The investigation was unable to determine the cause of the foreign material. According to the customer, cleaning was implemented according to the instruction manual. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign matter was found adhering to the inside of the nozzle. There were no reports of patient involvement.

Event description:
During the device evaluation, foreign matter was found adhering to the inside of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional results of the final investigation. A material analysis was conducted on the foreign material observed in the nozzle. The foreign material is inferred to have originated from a surfactant and is likely residue from a chemical agent or cleaning solution. No biological substances (e.g., proteins) were detected. The residue of chemical agents or cleaning solutions may have resulted from insufficient cleaning or rinsing. The rust may have formed as a result of residual chemical or cleaning agents promoting corrosion of the nozzle. A definitive root cause cannot be identified.